Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomalies were found.

Event description:
It was reported that during implant, the right atrial lead exhibited intermittent capture. The lead was not used, a new lead was implanted.